Event description:
It was reported that the original surgery (c3-t1) was done on august 5th and a second procedure, as an extension to c2 was scheduled for september 25th. During this procedure, it was discovered that two caspian screws (t1) were fractured. Surgeon does not think the incident is product related.

Manufacturer narrative:
The implant was retained by the hospital and not returned to the manufacturer for evaluation. Due to the patient's reported poor bone quality conditions, the surgeon decided to remove the original system and replace the construct with on-hand available product manufactured by another company, trying to get better fixation by extending down to t3. A general review of the manufacturing records was performed and there were no discrepancies found. The patient's fall potentially contributed to the incident. (B)(4).